Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the batteries were not charged. After charging the batteries, the device functioned properly with no issues. Use error (customer did not charge the batteries). There was no report of patient involvement. There was no reportable malfunction. H3 other text: additional information was received that the batteries were not charged. After charging the batteries, the device functioned properly with no issues. Use error (customer did not charge the batteries). There was no report of patient involvement. There was no reportable malfunction.